Event description:
During a coronary drug eluting stenting treatment procedure both lesion crossing and stent movement difficulties occurred. In 2005, using a bmw wire, the physician tried to advance a taxus express2 3.5 x 32 mm drug eluting stent but was unsuccessful. The physician then decided to predilate teh lesion. He removed the stent delivery system (sds) until the distal end was proximal to the hemostatic valve. This is where the stent became stuck on the wire. The wire and sds were removed as a unit and the procedure was completed with another of the same device. There were no reported patient complications. During analysis, it was determined shaft damage had occurred.